Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this programmer was not working properly and emitted a smell described as a smoke. This programmer would be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against the programmer was confirmed. Additional information indicated that the programmer smells burned after the power was on and in visual check the printed circuit board (pcb) was damaged by electrical overstress. The printed circuit board (pcb) was exchanged. In addition, the touchscreen was partially unresponsive and had dents which had the touchscreen to be exchanged. The outer housing was also exchanged due to the cracked that was seen during analysis.